Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed "no reservoir pump doesn't work". It was replaced by other pumps but the alarm persisted. It was requested that 32 units be replaced from the cassette. No patient injury was reported.

Manufacturer narrative:
One (1) photo was attached to the complaint created; the photo was provided by the customer. The picture shows a cassette product from a flow stop model. Picture show the bag in the pressure plate latch section. A mohawk condition is detected in the picture. Based on the no disposable alarm investigation and root cause conduct through an internal CAPA the mohawk exposure could be a factor during the use of the cassette which activated the alarm. However, the failure mode is not shown in the picture; the complaint is not confirmed. No root cause determine as the complaint was not confirmed, however an internal CAPA was open for the no disposable alarm issue and to serve for also for providing corrective actions; this is currently in the solution confirmation and implementation plan phase. No fault was found with the device. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).